Event description:
Caller alleges imprecision with inratio: results as follows: first test inr = 1.0; second test inr= 2.8; third test inr= 2.9. First test inr= 0.9; second test inr= 2.8.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070415. First test inr = 1.0, second test inr= 2.8, third test inr= 2.9; mean = 2.2; sd = 1.1; %cv = 47.9. First test inr = 0.9; second test inr= 2.8, mean= 1.9; sd = 1.3; %cv = 72.6. The % cv is greater than 20 % for both data sets. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.